Event description:
Customer reported false arrythmia calls due to artifacts on the panorama telepack. No pt injury was reported.

Manufacturer narrative:
Customer will receive replacement telepack and will send in original one for review.